Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the during a gastrocnemius release surgical procedure, the blade of the endoscopic device did not retract. The procedure was completed successfully and there was no harm to the pt.